Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, there was no external damage in the construction of the device. There was no damage to the distal tip and no loose components. However, when the inner assembly was removed from the outer assembly, the inner shaft was bent near the inner hub. Under magnification, there were striations on the outside diameter of the shaft 0.59 inches from the distal end of the inner hub. Functionally, for further analysis, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating up to 3000 rpm the blade had excessive wobbling/vibration. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, when the doctor installed the blade into the handpiece for testing, it was found that the blade had visibly sway. The doctor tried to reconnect the blade but useless. Finally, the doctor changed a new blade to perform the surgery. There is no patient involved in this event.